Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the motor device ¿would not rotate." The event was not related to surgery. The reporter stated that there was no patient involvement. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.